Event description:
The pt received an scs system, including a percutaneous lead, on (B)(6) 2010. During the implant procedure, the physician reportedly cut his hand on the tunneling tool. The physician was able to bandage the wound and complete the implant. The tunneling tool was not returned to the MFR for analysis. No pt complications have been reported as a result of this event.

Manufacturer narrative:
Eval: method: the device history and sterilization record were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.